Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the day the sensor had been inserted in the arm. The patient experienced dizziness, confusion, aphasia, loss of consciousness, and immobility. The cgm was reading 190 mg/dl and the blood glucose reading by the boyfriend was 32 mg/dl. The patient was treated by the boyfriend with carbohydrates and other undocumented medication and recovered after treatment. There was no documentation of further medical evaluation or intervention for hypoglycemia. After treatment, the patient had symptomatic rebound hyperglycemia with bg 290 mg/dl. No mention of cgm reading at that time. There was no documentation of medical evolution or intervention for hyperglycemia. At the time of the report, the patient continued with symptomatic hyperglycemia. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code - e0131 speech disorder.